Event description:
The event reported by a customer from USA: "patients have pulled the wire out of the socket, wires are coming out. The head holds the prongs are broken off".

Manufacturer narrative:
(B)(4).